Event description:
It was reported that both right atrial lead and right ventricular lead exhibited high capture thresholds. The physician made a decision to abandon these leads. New leads were placed and no additional adverse patient effects were reported.